Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus korea (okr). Omsc checked the device history record of the subject device, there was no irregularity found. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device, but couldn¿t duplicate the reported phenomenon. As a result of the evaluation, the following was confirmed. -the camera cable was broken. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image of the subject device was not displayed. The occurrence date of event is unknown. There was no report of patient injury associated with the event.